Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The device was not returned for inspection; therefore, a device analysis could not be completed. Baxter is completing this complaint due to the customer replacing the affected part. Based on this information, no further action is required. Although there was no adverse event reported, if the reported event of damaged power supply with exposed wires were to recur it could lead to serious injury or death, therefore baxter considers this event reportable.

Event description:
The customer reported the power cord had exposed wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).